Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced occasional diaphragmatic stimulation. The patient did not want the device reprogrammed, as the stimulation occurred infrequently.